Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient fell and acquired a blood clot and infection at the pocket site. The device was removed and there have been no reports of further complications regarding this event.